Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event, potentially associated with an allergic reaction to the device components. The complaint allegation was confirmed based on the evaluation of the customer-provided image. The findings may be associated with a potential allergic reaction to the device components.

Event description:
On (B)(6) 2025, it was reported by a patient that jumpstart was used during a recent acl surgery. Following the procedure, the patient experienced an extreme topical allergic reaction. No further information was provided. Additional information was received on 15-dec-2025: the patient reported that jumpstart from an ar-8991cp dx knotless fibertak implant kit was applied on (B)(6) 2025, the same day as the procedure. The patient later experienced delayed itching, inflammation, and blistering of the skin. However, the specific allergen involved has not been confirmed. The reaction was treated with a steroid cream.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.